Event description:
It was reported that a dissection was observed in the septum after the procedure. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The septum was wide and floppy. The septal puncture was performed using versacross connect (vcc) and watchman access sheath. Tenting of the septal puncture inferior and posterior was confirmed by transesophageal echocardiography (tee). The physician was unable to cross during the first energization, but it was able to cross during the second energization. There were no particular difficulties in passing through. There was no increase in endocardial fluid after performing the puncture. It was found that the laa was quite small because when it was measured relatively proximal, it had a maximum diameter of 18.4 mm and 9.72-14.4 mm at other angles. The depth was relatively large at 15.1-16.8mm, but the lumen was narrow, so a 20mm closure device was selected. In the first deployment, it was deployed from a line slightly proximal by unsheathing, the position was slightly proximal, with a compression rate of 5 percent, leading to a recapture. In the second deployment, the closure device was inserted and deployed from the posterior to anterior direction. The 135 degrees post and 0 degrees posterior/lateral were slightly protruding, but less than one-third. The compression rate was 9.0 percent only at 0 degrees, but advancing further distally could result in poor device angulation and increasing the size may lead to protrusion concerns. It was decided to perform placement at this position. The anchoring was good and there were no leaks, so it was released. There was no patient injury. A dissection was observed in the septum after the procedure. The endocardial fluid remained unchanged after the procedure. The physician decided to admit the patient for observation. The patient was discharged. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection was observed in the septum after the procedure. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The septum was wide and floppy. The septal puncture was performed using versacross connect (vcc) and watchman access sheath. Tenting of the septal puncture inferior and posterior was confirmed by transesophageal echocardiography (tee). The physician was unable to cross during the first energization, but it was able to cross during the second energization. There were no particular difficulties in passing through. There was no increase in endocardial fluid after performing the puncture. It was found that the laa was quite small because when it was measured relatively proximal, it had a maximum diameter of 18.4 mm and 9.72-14.4 mm at other angles. The depth was relatively large at 15.1-16.8mm, but the lumen was narrow, so a 20mm closure device was selected. In the first deployment, it was deployed from a line slightly proximal by unsheathing, the position was slightly proximal, with a compression rate of 5 percent, leading to a recapture. In the second deployment, the closure device was inserted and deployed from the posterior to anterior direction. The 135 degrees post and 0 degrees posterior/lateral were slightly protruding, but less than one-third. The compression rate was 9.0 percent only at 0 degrees, but advancing further distally could result in poor device angulation, and increasing the size may lead to protrusion concerns. It was decided to perform placement at this position. The anchoring was good and there were no leaks, so it was released. There was no patient injury. A dissection was observed in the septum after the procedure. The endocardial fluid remained unchanged after the procedure. The physician decided to admit the patient for observation. The patient was discharged. The device is not expected to be returned for analysis. It was further reported that since it was in the septum floppy, positioning slightly took a long time and energization could not be performed during the first energization. It was able to cross during the 2nd energization. Regarding the tenting, the procedure was performed while confirming with tee that it was within the fossa, but it is considered that the event occurred at that time. There was no imaging issues noted. No pe or perforation noted. Act was 388 seconds. Patient was stable. No fluctuations postoperatively.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.